Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received a rewind message. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she was traveling and her insulin pump received a message that it needs rewinding. The customer was advised to pull the reservoir out and it was half filled. The insulin pump will not be returned for analysis.